Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, the foreign material adhered to forceps elevator and a-rubber glue was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in duodenovideoscope, tjf-q170v, operation manual chapter 3 preparation and inspection. ¿ IFU states the preventative measures in duodenovideoscope, tjf-q170v, reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the right/left and the upward/downward angulation control knob were stained; due to wear of the angle wire, the bending angle in the down direction did not meet the standard value and due to annual inspection, parts must be replaced. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the forceps elevator and the adhesive on the bending section cover had foreign materials. According to the customer there was a delay in precleaning of the subject device for the ercp procedure at the customer site. There were no reports on patient harm. This report is being submitted for the reportable malfunction found during evaluation.